Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the button of the camera head would not take pictures. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the middle and left buttons failed to activate with the click except when pressed hard. The complaint has been confirmed and the root cause has been associated with a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include a faulty button switch. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the button of the camera head would not take pictures and it caused a loss of image. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.